Event description:
Tech alleged that the head of the bed will not raise electrically or mechanically. No alleged injuries by account.

Manufacturer narrative:
Tech isolated the problem to a failed head up solenoid valve. The tech replaced the solenoid valve to resolve the issue.